Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as the patient ¿did not wear a mask and the area was not cleaned before starting pd¿. On the same day as onset, the patient was hospitalized for the event. On the following day, the patient began intraperitoneal treatment for the peritonitis with vancomycin (1 gram/1 bag, frequency not reported) and fortum (500 milligrams, 3 exchanges per day). At the time of this report, the peritonitis was resolving, the patient was recovering and dianeal therapy was ongoing. No additional information is available.